Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tenaculum forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video of the procedure was provided for review. A review of the instrument log for the force bipolar (part# 471405-06 / lot # k10220228-0471) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a benign hysterectomy procedure on (B)(6) 2022 via system sk5061. The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula due to the dislodged jaw. Jaw dislodgment could result in the tips being stuck and unable to be closed or opened with master tool manipulator (mtm) activation or instrument release kit (irk) used. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. At this time, it is unknown what caused the jaw to become dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the jaw of a force bipolar instrument dislodged and it became inoperable. The jaw stayed on the instrument, but would not close enough to be removed. The port had to be undocked from the arm and port manually removed with the jaw open. The patient did not sustain any injury and all pieces of the instrument were recovered. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to obtain the information regarding the event. The force bipolar jaw was dislodged and stuck in an open position, preventing the customer from removing it through the trocar. The customer removed the trocar with the instrument without enlarging the port site or tearing the patient's skin. Once removed, the customer manually closed the jaws of the force bipolar and removed it from the trocar. After removing the instrument, the procedure was completed as planned without any injury or harm to the patient. No fragments fell.